Event description:
Additional information later received reported that the patient¿s pump was replaced due to battery depletion, not infection.

Event description:
The pump was explanted and replaced due to an infection. The device system was not delivering baclofen. The reporter had no additional information. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).